Event description:
One patient sample with discrepant free t4 results. Initial result 32.2 pmol/l. Same sample repeated using different method gave result of 24.7 pmol/l. If additional information is received, appropriate notification will be provided.